Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, halfway through the venipuncture, the needle automatically retracted. The customer replaces the device and perform a second blood collection.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka e1: initial reporter facility name: (B)(6) hosptial. Investigation summary: bd received one sample for investigation. The returned sample was investigated and reviewed, revealing the IV needle was retracted. Additionally, ten retained samples were visually inspected, and no retracted IV cannulas were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: pre-activation during use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.